Event description:
It was reported that the drain broke off in the pt's knee when the drain was pulled from the pt's wound post operatively. The pt was returned to surgery for removal of the retained portion of the drain.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. Instructions for use state the following precautions to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).